Event description:
Upon completion of acl repair an x-ray was taken for placement of screws. The x-ray revealed that a piece of the guide pin that had been utilized was broken off and retained inside the screw on the femur side. Dr notified stated no problem for pt. Defective product report filed.